Event description:
It was reported the colonovideoscope experienced intermittent loss of image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like electrical/electronic component problem, open circuit, power source problem, signal loss. Electromagnetic compatibility problems like leakage/seal, stress, deformation, mechanical shock, wear and tear. Optical problems like optical transmission problem, light source problem. Thermal problems like overheating between the colonovideoscope components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.